Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information. The surgeon responded to requests for additional information and stated that the inferior vena cava (ivc) injury occurred after the nephrectomy portion of the procedure was completed while the ureterectomy procedure was being performed robotically. The ivc injury occurred about two hours into the surgery. The bleeding occurred due to severe scar tissue and the aggressive nature of the patient's cancer. The estimated blood loss was one liter. Cardiopulmonary resuscitation and chest compressions were performed; however, the patient expired on the or table. The official cause of death was hemorrhagic shock. The surgeon stated that the da vinci xi system, prograsp forceps instrument, and fenestrated bipolar forceps instrument caused/contributed to this event "as they were in use at the time the bleeding occurred." The surgeon confirmed that there were no malfunctions or da vinci product issues during the procedure. The surgeon said there were no assist instruments in the patient anatomy when the bleeding began. The surgeon stated the patient had severe right plasmacytoid urothelial cancer and a history of multiple prior abdominal operations; additionally, a history of sepsis and abdominal scar tissue significantly contributed to the patient¿s death. Section a: patient age, gender, ethnicity and race added. Section b7: patient history added.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the inferior vena cava (ivc) was damaged and the patient expired. The intuitive clinical sales representative (csr) was informed by the surgical technician that the ivc was injured while the surgeon was dissecting with the monopolar curved scissors instrument. The surgeon repaired the vessel (method was not provided), and the procedure was continued. The ivc bled again later during the surgery and the procedure was converted to open. A general surgeon assisted in attempts to control the bleeding; however, the patient expired in the operating room. The csr was informed that the patient death was not related to the da vinci products in use during the procedure. No additional information was provided. Attempts to contact the surgeon were not successful.

Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 3 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 0 degree endoscope plus, prograsp forceps, fenestrated bipolar forceps, monopolar curved scissors, and two large needle drivers. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died as a result of an injury to the inferior vena cava (ivc). How that injury occurred was not provided. No allegation against any intuitive surgical products or instruments was reported. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.